Event description:
Clinic notes dated (B)(6) 2012 indicated that the patient has obstructive sleep apnea and uses CPAP at night. Follow-up with the treating physician's office revealed that received it is difficult for them to determine the relationship between vns and the obstructive sleep apnea. The patient was first seen in the physician's office in (B)(6) 2010. The patient saw the sleep doctor in (B)(6) 2010, and it was indicated that the apnea was diagnosed in 2007. The patient is reportedly somewhat obese, so they may be the main contributory factor for the apnea per the nurse at the physician's office. No additional information was provided.